Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon investigation, the trunk cable connector was cracked, and the brown (-5v), blue (canl), and orange (+5v) wires were open, which caused the service code 204. The root cause for the broken connector and open wires could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable connector and open wires. The pt was issued a replacement electrode belt.